Manufacturer narrative:
Complaint conclusion: as reported, 3 days after using the 6f .035 avanti plus catheter sheath introducer (csi) with mini guidewire (gw), the patient¿s left thigh became numb, no hematoma, no pain, and no obvious relief. After a week, the venous thrombosis of lower extremity was examined, and hypoechoic filling was found in the left great saphenous vein lumen. The patient was treated with thrombolytic therapy and recovered. There was a patient injury noted. The intended procedure was a right femoral vein radio frequency (rf) ablation with femoral vein access. There was no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. The sheath was not kinked/bent upon removal. The sheath was used only for the procedure and was not kept intravenously for further treatment after the procedure. The sheath was in place for 2 hours. The patient was returned to the lab 7 days after the procedure for venography. Anticoagulants (heparin) were used. The patient did not have a previous diagnosis of any hypercoagulation disorder or history of dvt/thrombosis. There were no multiple sheath exchanges. The hypoechoic filling was confirmed to be a clot by "b scan". Other procedural details were requested but are unknown, unavailable, or not applicable. The hospital has chosen to report this case as an adverse event to national medical products administration (nmpa) directly. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17963856 presented no issues during the manufacturing process that can be related to the reported event. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Since the product or films of the procedure will not be returned, there is not enough information to draw a clinical conclusion between the device and the event. Thrombosis is a known potential adverse event associated with vascular procedures. Placing any device in a vessel can damage to the intima of the vessel wall. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17963856 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 3 days after using the 6f .035 avanti plus catheter sheath introducer (csi) with mini guidewire (gw), the patient¿s left thigh became numb, no hematoma, no pain, and no obvious relief. After a week, the venous thrombosis of lower extremity was examined, and hypoechoic filling was found in the left great saphenous vein lumen. The patient was treated with thrombolytic therapy and recovered. There was a patient injury noted. The intended procedure was a right femoral vein radio frequency (rf) ablation with femoral vein access. There was no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. The sheath was not kinked/bent upon removal. The sheath was used only for the procedure and was not kept intravenously for further treatment after the procedure. The sheath was in place for 2 hours. The patient was returned to the lab 7 days after the procedure for venography. Anticoagulants (heparin) were used. The patient did not have a previous diagnosis of any hypercoagulation disorder or history of dvt/thrombosis. There were no multiple sheath exchanges. The hypoechoic filling was confirmed to be a clot by "b scan". Other procedural details were requested but are unknown, unavailable, or not applicable. The device is expected to be returned for evaluation. The hospital has chosen to report this case as an adverse event to national medical products administration (nmpa) directly.